Manufacturer narrative:
Device is an instrument and is not implanted / explanted. The instrument was investigated on site. Problem solved on site by replacing the usb adaptor. Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the (B)(4) software version 1.4 is a real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in lab techniques, procedures, and on use of the analyzer.

Event description:
A customer reported there was connection issue in the instrument applied biosystems 7500 fast dx (cat # 4407205, serial# (B)(4)) that caused the instrument to stop in the middle of an assay run. No pt involvement reported. (B)(4).